Event description:
It was reported that inflation could not be maintained on two (2), size 8 sct, single cannula cuffed tracheostomy tubes. On the first device this was detected moments after insertion. On the second device the inflation problem was detected during a pre-insertion device inflation test. A third device was available and used with no further problems reported. There was no reported pt injury. The two (2) 8sct devices are reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report the devices have not been rec'd by the MFR.